Event description:
It was reported that interoperative epidural lead impedance testing showed all poles with high impedances of 5,000 to 7,000 ohms. No pt outcome was provided.

Manufacturer narrative:
Extension model 37081 (B)(4) implanted: explanted: anchor accessory model unknown lot# unknown implanted: unknown explanted: unknown, anchor accessory model unknown lot# unknown implanted: unknown explanted: unknown, wrench model unknown lot# unknown accessory model 3550-08 lot# unknown accessory model 3550-08 lot# unknown. The initial MDR was filed as MFR report # 3007566237-2011-08496. Additional review indicated the correct manufacturing site was site # 6000153. Analysis of the lead model 3877-45 found no anomaly. The proximal end of the lead was ok. No setscrew marks were observed. The lead conductors were ok and the outer insulation was intact. The lead stylet coil was ok. The distal end of the lead was ok, continuity was acceptable and there were no shorts between circuits. Analysis of the extension model 37081 found no anomaly. The proximal end of the extension was ok. No setscrew marks were observed. The extension conductors were ok and the outer insulation was intact. The distal end of the extension was ok, continuity was acceptable and there were no shorts between circuits. Analysis of the silicone anchor found no anomaly. Analysis of the wrench found no anomaly. Analysis of the t-lock anchor found no anomaly. Analysis of the ball tip stylet model 3550-08 with a white handle and blue cap found no anomaly. Analysis of the ball tip stylet model 3550-08 with a green handle and green cap found no anomaly.

Manufacturer narrative:
(B)(4).